Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold and high pacing lead impedance were observed. The fluoroscopic examination revealed externalized conductors. Lead was capped. The patient was stable after the procedure and doing good.